Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 372 bd venlon pro safety catheters experienced damaged unit packaging which caused a breach in sterility. The following information was provided by the initial reporter: the packing problem caused the product to become non-sterile before use. (The product cover had been opened) fortunately this issues was found before use, no patients were injured.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-26. H6: investigation summary: twenty (20) samples were received by our quality team for evaluation. The samples were subjected to visual inspection and all samples were observed with a deformed package. Fifteen of the twenty samples were observed with the bottom web of the unit package having shrunk and become deformed near the end cap area of the venflon pro part causing it to be forced open at the opening tab. One of the defect samples with the opening tab was subjected to further visual inspection of the sealing features. Grid mark was observed on the bottom web, which shows that the sealing process has been completed and the seal width passed the inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process has been reviewed. There is no process in the manufacturing that would cause the reported defect. There was no abnormality during the production of the reported batch. Therefore, the reported defect could have occurred out of the manufacturing facility. The probable root cause for the deformed package could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc).

Event description:
It was reported that 372 bd venlon pro safety catheters experienced damaged unit packaging which caused a breach in sterility. The following information was provided by the initial reporter: the packing problem caused the product to become non-sterile before use. (The product cover had been opened) fortunately this issues was found before use, no patients were injured.